Event description:
(3/3, reference (B)(4) for related complaints) (documenting pump) per medwatch (mw5107979, report date:07-mar-2022): patient reported mixing new cassette, began infusion at 11am then at 9:30pm one pump began to alarm "no disposable-pump won't run". Patient attempted to troubleshoot but ended up having to switch tubing and mix a new cassette. Patient began next day at 2:30 pm and the other pump began to alarm "no disposable, pump won't run". Patient again attempted to troubleshoot but again had to switch tubing and mix a new cassette. Patient was able to restart infusion but is concerned same issue will occur again. Patient added that pump has some buildup/ corrosion on one of the battery prongs but did not specify which pump. Patient only had lot number 4207359 for one set of tubing. Patient did not have cassette lot number ((B)(4) pharmacy will dispense replacement pumps, cassettes and tubing). No other information available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes was the patient able to successfully continue their infusion? Yes. Is the therapy life sustaining? Yes.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 10-may-2022 via email and attached to complaint object: patient details provided, event resolved, cassette lot number unknown, no other information available.